Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. "[Name removed] called and he stated that they replaced the 02 cell because they were getting the e51 error message. No pt involvement, they were setting it up for calibrations. After he did that he had questions on how to calibrate the o2 cell. Stepped him how to start the calibrations with 8lm and 3lpm on flowmeters. He then tried to do the 21% calibration but it wouldn't calibrate, the o2 display just stayed at around 32%. E51 error message came up he said. He would like to send this unit in for repair. He said no pm's have been dpne on this unit as far as he knows. Explained to him the unit is overdue for the 5yr pm and blender overhaul. I gave him the b)(6) for the blender overhaul. He then asked how much the 2yr pm is. Gave him (B)(6) for that. He said that they can go ahead and do the 2yr pm, they don't want the 5yr pm done at this time."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The carefusion factory service tech evaluated the unit, verified the complaint and determined that the root cause of the failure was a failed oxygen sensor. The carefusion factory service tech replaced the oxygen sensor and performed a 2 year preventative maintenance (pm) service on the unit which included a complete calibration and checkout per the carefusion factory service procedures to ensure that it meets all factory specs. Upon completion, the device was returned to the user facility ready to be placed back into service. The user facility declined to have the recommended 5 year preventative maintenance (pm) service and o2 blender overhaul (recommended every 2 years) performed on the device (device is 6 year old).